Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2. 63 v with a charge time of 17.9 seconds. 6 months ago, the device was changed to vvi and the monitoring voltage was 2.9 v with a charge time of 7.9 seconds.